Event description:
Customer reported an unexpected negative antibody screen results on echo when testing a sample containing anti-s.

Manufacturer narrative:
The reactivity of the s antigen was confirmed on retention capture-r ready-screen (3), lot r057 used by the customer at the time of the complaint.